Manufacturer narrative:
Date sent to the FDA: 12/28/2022. Additional information: d4, d6a date sent to the FDA: 12/28/2022.

Manufacturer narrative:
Date sent to the FDA: 01/03/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a prolapse correction gynecological surgical procedure in 2010 and mesh was implanted. It was reported that the patient experienced abdominal pain. No additional information was provided.